Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bottom of the touch screen was not working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bottom of the touch screen was not working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touch screen was not working. A field service engineer (fse) confirmed that all in one (aio) touchscreen was not working toward the bottom of the screen. The screen was cleaned, the aio was reseated, and all connections at the docking board were verified to be good. The bottom of the touchscreen still did not work. So, the fse replaced the aio. There was trouble renaming the pyxinet network connection, which was resolved in device manager by uninstalling the network adapters that were not functioning properly. The network connection was successfully renamed at that point, and the touchscreen was verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.